Manufacturer narrative:
This product is not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.7mm vicm5_13.7, -7.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. Before implantation the lens tore/broke. The lens was not implanted and no patient contact is confirmed. On the same date an alternate lens was successfully implanted. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial. There was residue/debris on product. Visual inspection found the lens haptic bent, foreign material on lens surface (clear and white residue and debris on lens), and a piece of haptic missing. Claim # (B)(4).